Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular and cerebrovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00467.